Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 5 on the main cabinet had failed, with pockets not detected on the bus. The field service engineer (fse) removed all pockets and identified packaged medications lodged beneath, then removed each tray and pocket to clear the obstruction and reseated the row board ribbon cable connections to each tray. The field service engineer (fse) reinserted all components, performed testing using the hardware test application (hta), and confirmed that service was restored. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pockets in drawer 5 did not recover correctly due to feet from previous cubies being stuck in the board, and nursing had taped the cubies shut to prevent them from opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.